Event description:
It was reported that during set-up for a procedure, when priming, the tip was broken. It was further reported that there was no delay; no adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during set-up for a procedure, when priming, the tip was broken. It was further reported that there was no delay; no adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.